Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(4) 2014. According to the complainant, during preparation, the guidewire unraveled exposing the tip of the metal corewire. The procedure was completed with new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of corewire unraveled. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during preparation, the guidewire unraveled exposing the tip of the metal corewire. The procedure was completed with new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual analysis of the device revealed that the guidewire was broken/cut into 3 pieces. The outer coil wire sections measured approximately 25 cm, 22 cm and 11 cm with a 19 cm long portion of the inner core wire remaining inside the 11 cm section. The remaining portions of the inner core wire and outer coil wires were not returned. An examination of the 22 cm section found a ball weld still attached to one end of the coil wire, the other ends of the coil wire appear to be broken/ cut. It was noted that the returned unit was consistent with the complaint incident that the guidewire coil wire unraveled. It is undeterminable how the guidewire became broken/cut into multiple sections and it remains unknown if the guidewire failure occurred due to supplier quality or customer handling/prep of the device. Therefore the most probable root cause of 'undeterminable' is selected for the complaint. A device history record (DHR) review of lot 16681333 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16681333.